Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that there was a decrease in biventricular pacing. There were no stored events, but the presenting rhythm displayed left ventricular (lv) pacing inhibition. Technical services reviewed the presenting electrogram (egm) and confirmed there was lv pacing inhibition. It was discussed the lv lead may potentially be oversensing the atrial signal. Technical services suggested performing a chest x-ray to confirm lv lead location. Additional information was received that fluoroscopy was performed, and it was confirmed this lv lead dislodged. The decision was made to explant this lv lead. During explant, the physician noted some blood inside the lead and questioned if there was also an internal issue with the lead. An epicardial lead was later placed in the lv. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement, pacing inhibition and oversensing. Analysis did confirm there was dried body fluid/blood in lumen, which was expected because of the lead's open tip design.